Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead became extrinsically fractured due to a cut, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress; the proximal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The partial lead was returned with the proximal segment in bad condition. The outer insulation separation at the connector sleeve and both conductors stretched and fractured, caused at the implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during an upgrade attempt, the left ventricular (lv) lead was damaged while attempting to tunnel to the left pectoral pocket. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.